Event description:
Discordant, falsely low calcium and cholesterol results were obtained on multiple patient samples on a dimension vista 1500 instrument, while quality controls (qc) were out of range. The discordant results were reported to the physician(s). The samples were repeated on an alternate instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium and cholesterol results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse adjusted the bottom of cuvette alignments for sample probes1 and 2. The customer ran qc to verify repair, resulting within range. The customer stated that they were running and reporting patient samples after a failed qc run. The cause of the discordant, falsely low calcium and cholesterol results is unknown. The cause of the operator reporting patient samples while qc were out of range is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.